Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed and found to have a dislodged component. The gear of the attached endoscope adapter (aea) was found to be removed. The complaint was confirmed by failure analysis. Additional observation(s) not reported by site: the endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defects were detected in either or both eyes. The endoscope was found with an artifact in right eye. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found to be cracked.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cog was observed to have fallen out of the head of the 0-degree endoscope plus. The procedure was completed with no reported injury.